Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 7 events associated with this event type (device did not function as expected and (B) (4)).

Event description:
Device did not function as expected. When the surgeon attached the nail to nail adapter with nail holding screw, he found that the connected part was loose. The surgeon used the other nail holding screw and tried to attach the nail; however, the connected part was loose.